Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/17/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: evaluation revealed that there was a crack at the top of the battery compartment toward the pump case seal. (B)(6).